Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the stylet/guidewire was kinked/buckled. Additionally, the proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling, there was blood on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure, the stylet would not fully insert into the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the stylet would not fully insert into the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.